Manufacturer narrative:
The investigation determined that lower and higher than expected vitros ammonia (amon) results were obtained from non-vitros biorad quality control fluids processed using vitros chemistry products amon slides lot 1018-0254-2654 and lot 1018-0255-8713 on a vitros xt 7600 integrated system. The assignable cause of the higher and lower than expected vitros amon quality control results is an instrument issue related to microslide incubator contamination. Prior to service actions performed by an ortho fe, a vitros amon precision test was outside of ortho acceptable guidelines indicating the vitros xt 7600 integrated system was not performing as intended. Acceptable vitros amon precision results were obtained after service actions were completed indicating an instrument related issue is the likely assignable cause of the event. Service actions performed on the vitros xt 7600 integrated system included cleaning the cm/rt ring and incubator and replacing the cm/rt evaporation caps. Following the recalibration of vitros amon lot 1018-0255-8713 on the instrument, qc results returned to within expectations. It appears the customer is no longer using vitros amon lot 1018-0254-2654. (B)(4).

Event description:
The investigation determined that lower and higher than expected vitros amon results were obtained from non-vitros biorad quality control fluids processed using vitros chemistry products amon slides lot 1018-0254-2654 and lot 1018-0255-8713 on a vitros xt 7600 integrated system. Lot 1018-0254-2654: biorad lot 54340 l3 vitros amon results of 181.2, 115.4, 129.3, 103.3 and 169.1 umol/l versus an expected result of 228.0 umol/l. Lot 1018-0255-8713: biorad lot 54340 l2 vitros amon results of 122.7, 119.3, 109.8, 110.8, 105.5, 95.1, 94.8, 106.5, 109.1, 98.7, 97.5, 98.4 and 91.3 umol/l vs an expected result of 74.0 umol/l. Biorad lot 54340 l3 vitros amon results of 155.4, 166.1, 163.0 and 284.4 umol/l vs an expected result of 228.0 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected vitros amon results were obtained when processing control fluids. No results were reported out of the laboratory. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).